Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator blower stopped. There was no patient impact.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23/aug/2018. Date received by manufacturer: 18/jun/2018. The manufacturer's field service engineer (fse) performed troubleshooting with the customer and found that an error code for a blower temperature too high was in the device logs. The customer was advised to replace the blower. No parts have been returned for evaluation .